Manufacturer narrative:
Date of event: (B)(6) 2018, date of report: 07aug2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. The customer found that the power switch was bad. The power switch overlay was replaced. The ventilator operated as expected. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator would not power off. There was no patient involvement.